Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged, and the insulin pump was not working. Customer cannot recall their blood glucose reading. The reservoir was unable to lock in place. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test. Unit was received with broken battery tube threads, broken belt clip slot, cracked reservoir tube lip and missing end cap sticker. (B)(4).